Manufacturer narrative:
One 86-4101 femoral knee component was received for non-destructive visual eval. The device fractured transversely through the posterior, distal chamber ofthe medial condyle. Visual examination of the fracture surface revealed it to be a fatigue failure, originating from the proximal surface of the lateral rim of the bead pocket, the region of highest applied stress in the component.

Event description:
Porous coated femoral component removed from pt's right knee due to fracture of the component at medial posterior chamber.